Event description:
It was reported that patient tripped, fell and sustained multiple fractures to the left arm. At a follow up device check it was noted that the right ventricular lead did not have capture. The lead was capped and replaced. Follow up was conducted and indicated that the fall was not related to the device or leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.